Event description:
It was reported that a patient underwent an unknown spinal procedure from l4-s1. During the procedure, it was reported that the rod broke while turning it. Surgeon had to remove and replace with a new one.

Manufacturer narrative:
Additional information: analysis of the returned device shows that macroscopic and optical examination of the tip of the rod reveal that ¿5mm of the hex end of the rod has sheared off. The shear lip on the fracture surface indicates the fracture is the result of a side load placed on the hex portion of the rod. Witness marks indicate that part of the bone screw may have been interfacing with hex portion of the rod, which is not as strong as the thicker main portion of the rod. The failure of the material is do to overload, however the screw should not have been placed this close to the hex area.

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.